Manufacturer narrative:
(B)(4). Foreign source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a guide rod broke while tightening into handle. A new device was open and used to finish. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the instrument was determined to be not reportable and did not cause any adverse events. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the instrument was determined to be not reportable and did not cause any adverse events. The initial report was forwarded in error and should be voided.